Manufacturer narrative:
The repair center replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a battery failure alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a battery failure alarm occurred. The error code was confirmed in the event log at the repair center. It was determined a battery replacement was required. Device evaluation and repair are pending.